Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose level (bg) was elevated, but they did not provide the actual bg level. The customer also reported that they were hospitalized because of their elevated bg level, but they did not provide any further information about the hospital or event. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.